Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, false downstream occlusion alarms were confirmed (through the history log). Further eval was unable to reproduce the false downstream occlusion alarms. The eval found the tubing guide shim depth to be out of specification and likely caused the reported symptom. The downstream tubing guide assembly was replaced.